Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had an under delivering alarm. Customer¿s blood glucose level was 406 mg/dl. Customer was alleged the insulin pump because the customer was taking boluses and shots and blood sugar was not stabilizing. The product will not return for the analysis.